Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. Should the sample be returned and evaluated a follow up report will be submitted.

Event description:
On (B)(6) 2010, pt reported one of his infusion sets broke because he didn't know how to use it. Pt stated the second one attached fine after he read the directions. Pt reported this evening he detached from the infusion headset so he could take a shower and when he went to reconnect to the infusion device a little while later, the part of the infusion headset that connects to the infusion tubing had "snapped off" and was nowhere to be found. Pt stated he did not recall bumping into anything or causing that part to break off. Pt was not at home and is not sure if he will have enough privacy to change his infusion site. Pt reported he does have an additional infusion set with him. Advised pt to change his infusion site as soon as possible since the infusion tubing has nothing to connect with and he is not receiving any insulin. Reviewed basic use of the infusion set. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
(B)(4). The lot number was not provided, therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility nurse called the baxter technical service representative (tsr) regarding a reddish/white substance in the patient line above the transfer set. The tsr explained the fibrin issue and assisted the nurse to end therapy. During a follow up call on (B)(6) 2010, the facility nurse indicated the substance was thought to be fibrin. The patient was diagnosed with peritonitis. The patient was in a rehabilitation facility. The facility sent an effluent for culture. Results are unknown. The patient was feeling worse and was hospitalized on (B)(6) 2010 and remains hospitalized at this time.